Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. The customer was also stated that, the reservoir is cracked and reservoir wont stay in as reservoir lip ring was damaged. The customer declined troubleshooting for the high blood glucose. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.